Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -13.50/1.5/007 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On 12-nov-2023 the lens was exchanged for a shorter length lens of different power due to excessive vault and refractive surprise. This exchange resolved the problem. Cause of event was unknown. It was reported that both lenses was in vertical position.

Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).